Manufacturer narrative:
Date sent: 3/17/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric band procedure the band appeared to be leaking after buckling the band. Surgeon cut the band off the stomach and another device was used to complete the case with no pt consequence.